Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support, received instructions to perform pump reset, and successfully loaded cartridge and resumed insulin delivery after reset.